Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his right eye (od) on (B)(6) 2012. The patient reported experiencing occasional "halo" around lights/light bulbs in dark rooms or when driving at night. The lens remains implanted. The facility indicated the date of the last visit with the patient was (B)(6) 2013 and they were unaware of the patients symptoms. The patient's prognosis was excellent and the visual acuity post-op was 20/25.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly patient was experiencing occasional subjective visual disturbances (halos) following icl implantation. Patient was seen on (B)(6) 2013 and reported symptoms of dysphotopsia were not confirmed. No report of secondary surgically or medically intervention. Lens remains implanted and patient prognosis was excellent (va 20/25). Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms." Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).